Event description:
It was reported by the patient's guardian that the patient went to the emergency room with hyperglycemia. The patient's blood glucose rose to reading "high" (over 400 mg/dl) while wearing the pod between 1 and 4 hours. The patient was not experiencing specific symptoms other than not feeling well. The needle was not felt when the pod was activated, and the pink slide did not move forward; this indicates a needle mechanism failure. As treatment, the patient was treated with fluids via an unspecified route in the emergency room and discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.